Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the sorin centrifugal pump 5 (cp5). The unit was tested and returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced device has been requested for return to sorin group (B)(4). A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the drive unit of the sorin centrifugal pump 5 (cp5) stopped during priming. There was no patient involvement.